Event description:
It has been noted that the block is not long enough to completely block the radiation field when treatment is performed with the collimater wide open, therefore, a small amount of flash radiation hits the pt in an unintended area. This situation only occurs with tangential breast setups.